Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to trunnionosis. The liner and head were exchanged.

Manufacturer narrative:
Upon receipt of additional information it as been determined that the reported device did not cause or contribute to the event.